Event description:
N/a.

Manufacturer narrative:
Updated fields: b4,d9,g3,g6,h2,h6(type of investigation, investigation findings, investigation conclusions),h11. Corrected fields: d4(lot, UDI),e3,h6(medical device problem code). The iab was returned with the membrane completely unfolded and blood on the interior and exterior of the catheter. The extender tubing was also returned. The inner lumen was found occluded with dried blood. The occlusion was unable to be cleared. An underwater leak test of the balloon, catheter, y fitting, extracorporeal and extender tubing was performed and a leak was detected on the membrane approximately 20.6cm from the rear seal and measuring 0.013cm in length. The reported problem was most likely triggered by a leak which was found on the membrane. The penetration appears to have been caused by a sharp object. A lot history record review was completed for the reported product. No nonconformances were found that are considered to be related to the event. The failure mode is addressed in the risk file and is operating within its risk profile. The IFU addresses the reported failure. There were no ncmrs identified which could cause or contribute to the reported failure. The investigation does not indicate that the device was inadvertently released as non conforming or an adulterated product or was a counterfeit. The complaint history review did not identify an adverse trend increase in number of complaints over past three three months. Based on the rational provided above, no escalation to the CAPA process is required.

Event description:
It was reported that during use, the transray plus 35cc intra aortic balloon (iab) leak, blood in tubing and balloon rupture. There was no patient harm reported.

Manufacturer narrative:
The device has not been returned to the manufacturer so we are unable to complete an evaluation. If provided we will send a supplemental report with our additional findings. Complaint record ID (B)(4).